Manufacturer narrative:
Initial testing of the device was conducted on (B)(4) 2013 at the user facility by the hospira field service engineer. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. The device was returned to the biomedical engineering department for an unspecified reason. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.